Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, right atrial (ra) and right ventricular (rv) lead presented to the hospital with complaint of shortness of breath (sob). An echocardiogram was performed and noted a pericardial effusion. No lead perforation was visible. The physician suspected that the effusion was a result of the implant procedure. Increased threshold measurements, decreased r-wave and p-wave measurements and decreased ra and rv pacing impedance measurements were noted in unipolar configuration. The effusion was drained and the patient was discharged from the hospital. This product remains implanted and in service. No additional adverse patient effects were reported.